Manufacturer narrative:
The reported failure of ventilator service required error code indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The DHR for this device exists in paper form and the device has exceeded its useful life per the applicable IFU. DHR not reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. During evaluation at a third-party service center, the exhalation port block pas was found to be cracked, and the front case was damaged. Additionally, the exhalation port block active with pap was found to be broken. The device was also missing rubber feet. During functional testing, the device failed the significant event log test. Review of the test documentation identified a ¿ventilator service required¿ error code indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life has declined due to use. The stirring fan kit was replaced due to damage associated with the battery compartment. Following replacement, the device was retested and again failed the significant event log test. Further evaluation determined that the battery fan required replacement due to battery-related damage. After replacement of the battery fan, the device continued to fail significant event log test. Subsequent investigation determined that the internal battery was unable to hold a charge. Testing performed using a known good ("golden") battery was successful, confirming the issue was isolated to the internal battery. The internal battery was therefore replaced. Following repair and replacement activities, the device successfully passed all required functional and performance testing.